Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl at time of incident and current bg was 324 mg/dl. The customer also specified other relevant blood glucose value were 307 mg/dl. The customer was treated with bolus. Customer had been using insulin pump system within 48 hours of reported high bg event. The customer declined troubleshoot for high glucose. The insulin pump will be returned for analysis.